Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that while trying to place the coil in the aneurysm, it detached prematurely approximately 5 to 10 cm into the hub of the microcatheter. The microcatheter containing the coil was removed out of the patient by the physician without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection revealed that the distal end of the delivery wire was extensively kinked. The main coil was kinked and physically detached from the delivery wire. No other anomalies were observed. Functional testing was not performed on the device coil had been detached. The coil exited the proximal end of the returned microcatheter when the sl-10 was flushed and a patency mandrel inserted from the distal end. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that while trying to place the coil in the aneurysm, it detached prematurely approximately 5 to 10 cm into the hub of the microcatheter. The microcatheter containing the coil was removed out of the patient by the physician without clinical consequences to the patient.